Manufacturer narrative:
Evaluation summary: a review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the system stopped three seconds before the ablation treatment was completed. The operator adjusted the tracking lights, but it did not help the system to resume. The system was then restarted, the procedure was resumed and completed with no further incident. The patient's pupil was 1.9 millimeters in diameter. In the opinion of the surgeon, it is unknown whether the laser system caused or contributed to the event. In a follow up, a site staff member reported that the affected eye was the right eye; there were no problems with the left eye treatment. The patient was doing well on day one following the procedure. No further information is expected.

Manufacturer narrative:
(B)(4).